Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated falsely elevated magnesium result while using the clinical chemistry magnesium assay. The customer provided the following result data (patient ref range 0.7mmol/l to 1 mmol/l): patient (B)(6): initial 3.49 mmol/l, retest 0.83 mmol/l, the specimen was retested on a different analyzer: 0.77mmol/l. Patient (B)(6): initial 2.48mmol/l, retest 0.79mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, review of service history, a search for similar complaints, and a review of labeling. Return material was not available. The abbott field service representative (fsr) replaced of a damaged mixer and a dirty drying tip to address the issue. The fsr performed a precision run and ran qc with acceptable results. The fsr determined that the cuvette drying tip and the mixer was the cause for the issue. Review of the instrument service history did not identify any other issues that may have contributed to the current event. Tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c16000 analyzer, list number 03l77, was identified.